Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, the hospital is alleging the patient is growing bacteria (culture results unknown) from the implanted donor graft.

Manufacturer narrative:
According to the report, "according to the report, the patient has allegedly developed an infection after implant from a donor graft." On 02/14/2017 field assurance received operative notes from the hospital. From the records, it was reported, ¿the patient is an (B)(6) girl pre-natally diagnosed with complex single ventricle congenital heart disease. She was born at (B)(6)via cesarean section (c-section) to a (B)(6) mother. Pregnancy was complicated by chronic hypertension, pre-eclampsia, type ii diabetes, and breech presentation. Patient has asd (atrial septal defect), vsd (ventricular septal defect), pda (patent ductus arteriosus), [and] dorv (double outlet right ventricle).¿ tissue cultures performed (B)(6) 2017 were obtained that resulted positive for alcaligenes faecalis. On 03/07/2017, field assurance inquired the type of pre-implant culture performed on the graft; the rep indicated he would direct the inquiry to his contact at the hospital. On 03/22/2017 a follow-up was made, and the following status update was provided, ¿not at this point¿I forwarded the information to my contact.¿ a phone call was made 03/31/2017 with a final request; no new event information was received. The raw material components used for the processing of 10948880 were reviewed and it was confirmed that all records were controlled, available for review and met all informing raw material inspection criteria. No deviations were noted.  Two non-conformance reports (ncr) associated with 10948880 were identified. The ncrs were determined to be unrelated to the reported event. The ncrs were determined to be unrelated to the event because alcaligenes faecalis was not identified during review. Graft 10948880 was not returned to cryolife so no direct observations can be made. All technicians are trained to aseptically handle and process tissue to prevent contamination. The technicians are assessed on aseptic technique prior to processing tissue. All materials and reagents are inspected prior to use. If any materials or reagents are unsuitable for use, they are removed from the area and not used in processing.  The processing record and ancillary records were reviewed and all aspects were found to be within specification. The microbiological test results were reviewed. The pre-processing showed no results for alcaligenes faecalis. Rinse recovery and bact alert showed no organisms detected. Per the operative notes obtained, ¿this (B)(6) infant (born at (B)(6) on (B)(6) 2016) with complex single ventricle congenital heart disease (prenatally diagnosed); cardiac diagnosis included: -        atrioventricular (av) discordance common atrium -        upstairs/downstairs ventricles -        ventriculoarterial (va) concordance -        hypoplastic aortic arch -        straddling mitral valve preceding surgical septation -        type a interruption of the aortic arch   on (B)(6) 2017, the patient underwent norwood operation with a 3.5mm bt shunt and placement of peritoneal dialysis catheter. According to the operative report, the sg hemi artery was used in the following manner: ¿a hemi-pa patch that was previously fashioned during cooling was used to augment the anastomosis anteriorly all the way to the proximal aorta with 7-0 prolene suture.¿ a pericardial membrane was placed and the patient¿s chest was left open electively with planned closure at a later date.   On post-operative day 2 ((B)(6) 2017), a tissue culture taken from the sg hemi artery at time of surgery was positive for alcaligenes faecalis. Per medical records, ¿[the patient] remains on milrinone, esmolol, and is paced, but overall clinically improving with lactate downtrending and good cardiac output. She continues to have open chest and is on piperacillin-tazobactam, but has started trophic feeds which she is tolerating well.¿   the infectious disease team was consulted following the tissue culture results. The infectious disease note from the patient¿s medical record was as follows: ¿infectious disease was consulted regarding homograft tissue culture positive for alcaligenes faecalis [the patient] is currently on piperacillin-tazobactam with planned duration until chest closure. She is making steady recovery since her surgery. However, etiology of the alcaligenes is currently unclear. Alcaligenes is an aerobic, gram negative rod, commonly seen in water and soil, but rarely in humans, and typically is not pathogenic in immune competent humans. This is most likely a contaminant introduced at the time of surgery, with the primary concern being a contaminated homograft or contaminated homograft storage medium. At this time, would continue antibiotics pending further clarification of the etiology. Recommendations: continue piperacillin-tazobactam; obtain blood culture and crp. Crp is expected to be elevated in the setting of recent surgery, but would be useful for trending any changes in clinical status that might be related to an evolving infection; will obtain susceptibilities for alcaligenes; will discuss this case further with infection control and microbiology to help determine etiology.¿   a fungal culture with smear was also performed utilizing the homograft tissue. The final fungal culture report for the homograft tissue, generated on (B)(6) 2017, reported no fungal growth: no fungi were found in direct microscopic examination; preliminary growth at 7 days was negative; final growth at 28 days was negative.   Several specimens, including blood, urine, and sputum, were obtained from the patient and sent for culture and laboratory analysis on (B)(6) 2017. No bacteria growth was observed in any of the following laboratory tests performed: -        blood cultures were obtained from the patient¿s right arterial line on (B)(6) 2017. The final report, generated on (B)(6) 2017, reported no bacterial or yeast growth at 7 days. -        urine culture (specimen obtained from indwelling catheter on (B)(6) 2017): no growth was reported in the final laboratory report dated (B)(6) 2017. -         a sputum specimen obtained from the patient¿s endotracheal tube was submitted for culture and gram stain (B)(6) 2017. No organisms were identified on the gram stain; other cellular gram stain results included: polynuclear cells: >25/lpf; squamous epithelial cells: <10/lpf; mononuclear cells: <10/lpf; and red blood cells: <10/lpf. According to laboratory reports provided by the hospital, the sputum specimen was subsequently reincubated because, ¿the specimen had a predominance of wbcs and will be screened for the presence of (B)(6) and pseudomonas aeruginosa.¿ the reincubated specimen was (B)(6) for both (B)(6) and p. Aeruginosa. No growth was observed according to the final laboratory report dated (B)(6) 2017.    The patient underwent mediastinal exploration with delayed sternal closure in the ICU on post-operative day 4 ((B)(6) 2017). No complications or evidence of infection was reported in the patient¿s medical records. In addition, all cultures obtained from the patient on pod 2 (blood, urine, sputum) were negative for any presence of bacteria growth.   The record for donor (B)(6) has been reviewed. The donor was a (B)(6) male who died of blunt force injuries sustained in a pedestrian vs motor vehicle accident. Limited medical records are available as the donor was pronounced dead at the scene of the accident. A donor risk assessment interview performed with the donor¿s wife indicated a recent history of diarrhea thought to be diet related, headache, tooth pain, seasonal allergies, smoking, and alcohol use. The donor had reportedly stepped on a nail the week before death, but the wound was healing with no signs of infection. An external autopsy showed numerous acute injuries, but the soles of the feet were noted to be normal. There was no physical evidence of infection. Preprocessing tissue cultures grew only coagulase (B)(6), step sp., and a diphtheroid. Warm ischemic time was 23 hours 55 minutes and total ischemic time was 45 hours 4 minutes. The donor met all eligibility criteria [and] was determined eligible on 12/04/2016. There is no evidence to suggest that the donor was harboring a systemic infection at the time of death.   There is no evidence to suggest that the reported event represents a donor derived infection. The reported pre-implant culture results most likely represent culture contamination occurring at the implanting hospital. The practice of pre-implantation culturing has been discouraged by the cdc and other smes as presented at the 2005 (B)(6) conference. Most likely pre-implantation culture contamination at implanting site; no evidence to suggest a donor derived infection. With regards to the culture results, there were no alcaligenes faecalis species on any of the procurement cultures for the donor associated with this allograft, and no alcaligenes faecalis noted during processing or environmental monitoring; therefore the positive results are most likely not related to the allograft, but to another source, whether introduced at the time of surgery or from incident operation. The donor risk assessment indicated that the donor met all eligibility criteria and was determined eligible. There is no evidence to suggest that the donor was harboring a systemic infection at the time of death. Additionally, the IFU adequately communicates risk.

Event description:
According to the report, the patient has allegedly developed an infection after implant from a donor graft.